Manufacturer narrative:
Updated the report division from interventional cardiology to peripheral intervention.

Event description:
It was reported that vasospasm occurred requiring additional intervention. The subject was enrolled into the study on (B)(6) 2025. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm anastomosis with 4.39 mm reference vessel diameter, 32.36 mm length and 62% stenosis. Pre-dilatation was performed using 5 mm x 40 mm balloon with residual stenosis of 8%. The target lesion was treated with the study device, 5 mm x 60 mm ranger drug coated balloon. Post procedure, the residual stenosis was noted to be 8%. During the index procedure post dilatation with the study device, the subject was noted with angiospasm in the radial artery. In response to the complication, a bail out procedure of post-dilatation was performed using 5 mm x 40 mm conventional balloon which was used for pre-dilatation. Post dilatation, residual % stenosis was noted to be 10%. On the same day, the outcome of the event was considered as resolved.

Manufacturer narrative:
Updated field g4 - combination product? No to yes.

Event description:
It was reported that vasospasm occurred requiring additional intervention. The subject was enrolled into the study on (B)(6) 2025. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm anastomosis with 4.39 mm reference vessel diameter, 32.36 mm length and 62% stenosis. Pre-dilatation was performed using 5 mm x 40 mm balloon with residual stenosis of 8%. The target lesion was treated with the study device, 5 mm x 60 mm ranger drug coated balloon. Post procedure, the residual stenosis was noted to be 8%. During the index procedure post dilatation with the study device, the subject was noted with angiospasm in the radial artery. In response to the complication, a bail out procedure of post-dilatation was performed using 5 mm x 40 mm conventional balloon which was used for pre-dilatation. Post dilatation, residual % stenosis was noted to be 10%. On the same day, the outcome of the event was considered as resolved.

Event description:
It was reported that vasospasm occurred requiring additional intervention. The subject was enrolled into the study on (B)(6)2025. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm anastomosis with 4.39 mm reference vessel diameter, 32.36 mm length and 62% stenosis. Pre-dilatation was performed using 5 mm x 40 mm balloon with residual stenosis of 8%. The target lesion was treated with the study device, 5 mm x 60 mm ranger drug coated balloon. Post procedure, the residual stenosis was noted to be 8%. During the index procedure post dilatation with the study device, the subject was noted with angiospasm in the radial artery. In response to the complication, a bail out procedure of post-dilatation was performed using 5 mm x 40 mm conventional balloon which was used for pre-dilatation. Post dilatation, residual % stenosis was noted to be 10%. On the same day, the outcome of the event was considered as resolved.

Event description:
It was reported that vasospasm occurred requiring additional intervention. The subject was enrolled into the study on (B)(6) 2025. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm anastomosis with 4.39 mm reference vessel diameter, 32.36 mm length and 62% stenosis. Pre-dilatation was performed using 5 mm x 40 mm balloon with residual stenosis of 8%. The target lesion was treated with the study device, 5 mm x 60 mm ranger drug coated balloon. Post procedure, the residual stenosis was noted to be 8%. During the index procedure post dilatation with the study device, the subject was noted with angiospasm in the radial artery. In response to the complication, a bail out procedure of post-dilatation was performed using 5 mm x 40 mm conventional balloon which was used for pre-dilatation. Post dilatation, residual % stenosis was noted to be 10%. On the same day, the outcome of the event was considered as resolved. It was further reported that target lesion was located in the anastomosis and swing point with 5.9 mm reference vessel diameter, 19.6 mm length and 45.8 % stenosis. No complication was noted after pre-dilatation, after test device usage, and post bailout. Post test device usage and bail out, diameter stenosis was noted to be 21.3%.